Event description:
The video system center was returned to the service center with a report of broken socket internally. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, the damaged collimator holder falling into the unit, no image, transmitter and receiver module malfunction and endoscope communication anomaly (e226 error) were found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the collimator holder was damaged and the transmitter and receiver module became unable to fix, then it fell into the unit. No image and endoscope communication anomaly (e226 error) were due to transmitter and receiver module malfunction. The most probable cause of the damaged collimator holder falling into the unit, no image, transmitter and receiver module malfunction and endoscope communication anomaly (e226 error) was cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.